Manufacturer narrative:
Complaint allegation is confirmed. One unpackaged ar-9401-17 arthrex eclipse¿ humeral head extractor serial/batch number (B)(6) was received for investigation. Functional testing was not performed because the device was received damaged for evaluation. A visual evaluation revealed that the cutting edge of the tip had nicks and was bent, deforming the geometry of the tip. The most likely reason for the reported failure is wear and tear over repetitive use. The instrument manufacturing date 2022.

Event description:
On 11/18/2024, it was reported by a sales representative via sems(B)(4) that an ar-9621-25t 25mm tap broke while tapping and an ar-9401-17 eclipse humeral head extractor tip broke off / distorted while removing the trial. This was discovered during a reverse total shoulder procedure on (B)(6) 2024 with no patient harm. Piece(s) broke off inside of the patient and all broken pieces were retrieved. The case was completed successfully as normal.